Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the right cylinder proximally came out of the corpora. The surgeon repaired the corpora and explanted the existing 4.0 cm rear tip extender (rte). The explanted 4.0 cm rte was replaced with a 3.0 cm rte. No patient complications were reported in relation to this event. The explanted 4.0 cm rte is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.